Event description:
It was reported to boston scientific corp that a flexima biliary stent sys was used during a biliary drainage procedure. According to the complainant, difficulty was encountered cannulating due to the figure of the choledochoduodenal junction. Therefore, it took long time to cannulate which resulted in swelling of the choledochoduodenal junction. An olympus cannula was utilized for the cannulation portion of this procedure. Following canulation, resistance was felt during attempts to deploy the stent. The inner sheath became stretched and the stent would not deploy. The procedure was not completed due to swelling in the choledochoduodenal junction. According to the physician, the swelling was unrelated to the flexima biliary stent sys. The procedure was not completed due to swelling in the choledochoduodenal junction. It is not known if the procedure has since been rescheduled. There was no report of pt complications reported as a result of this event. The pt's condition was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.